Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump¿s buttons were harder to press and insulin pump rejecting the new batteries also random no delivery alarms. The customer¿s blood glucose was unknown. Customer reported that the rewind was slower and also had a issue with priming. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Device primed properly. No expected rewind anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with stripped battery cap coin slot(p), cracked case, cracked lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.